Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis, on the third day after the catheter was placed in the patient, the machine/device kept alarming and it was found that the inside of the coil of the arterial end extension epitaxial tube (luer joint connection) was damaged and had a leakage. Nothing unusual observed prior to dialysis. The catheter was not repaired. There was no cleaning agent used on the device. Tego was not utilized. There was no luer adapter issue. It was said that flushing was performed prior to catheter insertion with normal results. The insertion site treated was not treated prior to product placement. The clamps moved to a new location after each treatment. There were no other products being utilized with the device. There was a small amount of blood loss and no blood transfusion was required. There was no medical intervention/treatment due to the event. Treatment was completed. It was stated that the existing catheter tube was completely removed and was replaced with a new catheter on the same day of the event to resolve the issue. There was no reported patient injury.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The image depicts an orange circle drawn around the luer adapter extension tube junction site. There was a gauze with blood and a dark line at the junction site. It was reported that there was a leak on the extension tube. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis, on the third day after the catheter was placed in the patient, the machine/device kept alarming and it was found that the inside of the coil of the arterial end extension epitaxial tube (luer joint connection) was damaged and had a leakage. Nothing unusual observed prior to dialysis. The catheter was not repaired. There was no cleaning agent used on the device. Tego was not utilized. There was no luer adapter issue. It was said that flushing was performed prior to catheter insertion with normal results. The insertion site treated was not treated prior to product placement. The clamps moved to a new location after each treatment. There were no other products being utilized with the device. There was a small amount of blood loss and no blood transfusion was required. There was no medical intervention/treatment due to the event. Treatment was completed. It was stated that the existing catheter tube was completely removed and a new catheter was used to resolve the issue. There was no reported patient injury.